Event description:
The patient called and reported that they were having a hard time breathing, falling asleep, and that their pacer was not keeping their heart going. The patient had an xray and it was found that their lead broke and was lying at the bottom of their heart. The patient said the physician told them that the lead corroded. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. (B)(4).